Event description:
It was reported to philips that the system unable to perform x-rays. The patient was treated on another system. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.